Manufacturer narrative:
The product was returned for the evaluation of the complaint that the elevator broke during a procedure. Based on the evaluation, the complaint is confirmed. According to the evaluation, the tip of the elevator is chipped. The evaluation determined the most-likely underlying cause to be excessive force. The instructions for use states, "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip. The conformance database was reviewed in the evaluation and no non-conformance was found for this lot. According to the evaluation, there is no indication of manufacturing defects.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The facility reported a broken elevator during a procedure. No adverse event was reported.